Manufacturer narrative:
Due to character limit: e1 (event site name) (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventative maintenance that cardiosave intra aortic balloon pump (iabp) had visual deterioration of the power cord was identified, and the device was noted to be charging intermittently. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. The issue was resolved by replacing the power cord assembly after confirming the cable was correctly connected to the proper port. The repair was completed successfully, and the product passed all required functional and safety tests in accordance with manufacturer specifications.